Event description:
A caregiver reported a cgm error 42 after changing a dexcom sensor, it initially connected to both the pump and phone but later disconnected from the pump. Cts provided complete pump reset information. Cts walked caller through pump reset. There was no adverse impact on the customer¿s blood glucose level. Caller successfully started their sensor session.